Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. D4: batch # t95788. H6: component code: mechanical (g04). Investigation summary: the analysis results found that an er320 device was received with the trigger broken. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, eight clips were found remaining inside the clip track. The damage on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Additional information was requested and the following additional information was received: what troubleshooting steps were taken in attempting to open the stuck device (before converting to open procedure)? The jaws of the device was crisscrossed and the surgeon could not open the jaws. What other options were considered to remove the device before converting to an open procedure? No other options possible since the surgeon was doubtful whether the vessel was ligated. Was this the first clip fired from this device (when the device became stuck)? The surgeon ligated the first vessel with four clips. When he attempted to ligate the second vessel, the device got struck. Or was this device used to deploy clips prior to the device becoming stuck? Yes. If so, how many times was device fired prior to device becoming stuck? Five, how was the procedure completed? Completed as a open surgery. Did the users troubleshoot the device after it was removed from stuck vessel? No. Or is the device intact from "stuck" state (meaning no troubleshooting was done after device was removed)? Device in stuck position. Were there any difficulties opening and closing the trigger at any time during procedure (prior to device becoming stuck on vessel)? No. Did surgeon inspect device jaws to see if clip was in device jaws prior to firing on the vessel where device became stuck? Yes. Was the device reprocessed? No. What is the current patient status? Unknown. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent,

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used an er320 to try to ligate a vessel, but the device jaws got stuck and surgeon couldn't retrieve the device. Surgeon had to convert to an open procedure. Surgery was delayed by 45 minutes.